Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had damaged. The customer¿s blood glucose was unknown at the time of incidence. Customer stated insulin pumps display screen had scratches and cracked and they can not read the display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The devise will be returned for analysis.

Manufacturer narrative:
Device had minor scratched lcd window.